Event description:
The additional information was reported that the surgeon completed the surgical procedure with the use of the navigation system.

Manufacturer narrative:
Corrected information was received from the user facility.

Manufacturer narrative:
Additional information regarding the completion of the surgical procedure was reported.

Event description:
It was reported that the user stated that the reported information was intended as a comment to encourage the development of a clamp more suitable to use on smaller patients and scoliosis patients. It was reported by the user that the device did not malfunction, but is difficult to use in these types of cases.

Event description:
It was reported that during a scoliosis procedure at the user facility, when mounting the patient tracker, the user had difficulty in achieving rigid fixation of the tracker with the spine clamp. It was reported that the surgeon was therefore not able to trust the screw position displayed by the system. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that the user stated that the reported information was intended as a comment to encourage the development of a clamp more suitable to use on smaller patients and scoliosis patients. It was reported by the user that the device did not malfunction, but is difficult to use in these types of cases.

Manufacturer narrative:
No device malfunction was reported by the user or found during the device evaluation.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. The device has not been returned for analysis at this time.